Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the procedure, the upper part of the right disc was not flat. The physician didn't want to change the device and thought the result was acceptable & safe. Device was stable and was implanted. The implanted deformed device didn't cause any obstruction. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay during the procedure and patient remained hemodynamically stable throughout. The patient remain stable during the whole procedure. There were no adverse events and the patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per instructions for use, warning " do not release the device from the delivery cable if the device does not conform to its original configuration, or if the device position is unstable or if the device interferes with any adjacent cardiac structure (such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs), aorta (ao)). If the device interferes with an adjacent cardiac structure, recapture the device and redeploy. If still unsatisfactory, recapture the device and either replace with a new device or consider alternative treatments.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. During the procedure, the upper part of the right disc was not flat. The physician didn't want to change the device and thought the result was acceptable & safe. Device was stable and was implanted. The implanted deformed device didn't cause any obstruction. There was no interaction with cardiac structures or angulation/kink in the delivery system. There was no clinically significant delay during the procedure and patient remained hemodynamically stable throughout. The patient remain stable during the whole procedure. There were no adverse events and the patient is stable.